Event description:
Mps reported arm is jumping while in haptics. During distal cuts, arm would jump up and/or down while giving mics power. Mics status check passed. Mps reported tech dropped arm once during homing. Requested logs. Also, one wheel is not spinning. Difficult to move robot on or floor. Surgery completed robotically.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: conducted system testing and determined adjustment of j4 cables were needed and j2 bump stops were out. Made all adjustments and conducted testing with passing results. Unit is clear for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps reported arm is jumping while in haptics. During distal cuts, arm would jump up and/or down while giving mics power. Mics status check passed. Mps reported tech dropped arm once during homing. Requested logs. Also, one wheel is not spinning. Difficult to move robot on or floor. Surgery completed robotically.